Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The company service representative examined the system and was unable to confirm or replicate any system nonconformities, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after the laser fired a rent was noted in the operating room. Additional information received states a posterior capsule rupture occurred during phacoemulsification after the laser portion of surgery. The procedure was completed after a vitrectomy was performed and the lens implanted in the sulcus. Sutures were applied during surgery and the retina is stable.